Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer had normal blood glucose levels of 76 mg/dl. The customer reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.